Event description:
Orig. Surg. 2007. Adolescent. Allegedly the material leaked into the joint space but remaining graft was left in place. Cystic lesion in the proximal femur.

Manufacturer narrative:
Investigation is not completed. No other information available at this time. Remaining graft was left in place.